Manufacturer narrative:
Based on the results of the investigation, the root cause of the reportable malfunction was not identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the cysto-nephro videoscope's distal end was detached. There was no patient involved.